Manufacturer narrative:
(B)(4). The pump remains implanted, thus was not returned for evaluation. As such it is not possible to evaluate the pump and determine the root cause of this complaint. A review of the device history records indicated that this pump performed per manufacturing specifications. This pump met all testing requirements during the manufacturing process. At this time this complaint is considered to be closed. Should the pump be returned at a later date, this complaint will be re-opened and an evaluation will be performed. Device not available.

Event description:
As reported by clinical specialist, a codman 3000 pump malfunctioned. Event occurred in december 2016 (exact date unknown.) Implant ap03000l # (B)(4) still implanted. No action so far, patient is looking for a physician that will replace patient is in extreme pain without the pump working properly. Device is still implanted. Dr. Informed patient that he was getting too much medicine back at each refill, so this may be a catheter issue, not a pump issue.